Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors. 1 of 2 failed sensors due to low readings 2nd failed sensor due to high readings. Also found 2 cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported by the customer that their device was calibrating incorrectly. Assisted customer with programming device and troubleshooting. Customer states that the sensor would inform them they were either high or low, when they were actually stable. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Customer's blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.